Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that approximately 5 weeks after implantation of an intraocular lens (iol) it was exchanged for another lens of same model but one diopter different in power. It was indicated that the lens malfunctioned, but there was no details to explain any kind of fault with the iol. Additional information was requested, but none provided.

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case inside a biohazard bag. Solution was dried on the lens. One haptic is bent in the gusset area. The optic is broken/torn into two portions. One optic portion is split/cracked near the center and is torn near the optic edge. A re-evaluation of the lens power and resolution could not be conducted due to the lens being returned in pieces and damaged. A qualified cartridge and handpiece were indicated. The viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The root cause for the complaint cannot be determined. The returned lens was damaged. The optic was also torn/cut into two portions typical of an insertion and removal. It is unknown if the damage was the reported 'malfunction of lens', or if the damage occurred during removal and return shipment. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. During the manufacturing process, each lens is subjected to a 100% assessment of the power and optical resolution in order to determine acceptability per the lens model and diopter. The manufacturer internal reference number is: (B)(4).